Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the clip applier was not releasing the clip. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During the visual inspection, the input disk # 7 was found to be broken and completely detached from the base causing issue reported by the customer. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions.